Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a ruptured 100mm abdominal aortic aneurysm on (B)(6) 2023. It was reported during the index procedure after the stents were deployed, on the final angiogram a type ia endoleak was observed. The physician elected to implant 8 endoanchors however a slight endoleak was still seen and the procedure was completed. The next day a CT scan showed the type ia endoleak. The physician decided to complete further intervention that day. A 5 vessel laser fenestration to extend the endograft up to get to healthy tissue was performed. The celiac, sma, right renal and both left renal arteries were pre-stented with non mdt stents . A valiant vamf3030c100tu (30818855) was placed over the visceral vessels. All the visceral vessels were lasered and a covered stent placed in each vessel. A non mdt stent was used in the sma and non mdt stents were used in the celiac, right renal, and both left renal arteries. The right limb of the endurant was also extended down to the right hypogastric with a etew1313c82e lot v30472973. The final angiogram showed the proximal type I endoleak had resolved. Per the physician the cause of the endoleak was anatomy related and noted that the patient presented with no proximal landing zone. No additional clinical sequelae were reported and the patient is fine.